Event description:
A motor stall was reported (no specifications regarding time, duration, cause and recovery was reported). It was reported that patient experienced withdrawal symptoms. Additionally, it was reported that at the "end of february¿ patient had let pump run dry and stated she ¿had withdrawal symptoms but no change in pain¿ and that she wanted the pump removed. The entire system was explanted and disposed of according to biohazard instructions. Patient outcome was indicated to be resolved without sequelae. Drug delivered via the device was hydromorphone. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; programmer 8835 serial# (B)(4). (B)(4).